Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that this 25mm mitral pericardial valve was explanted after an implant duration of two (2) years and three (3) months due mitral stenosis with immobility of one of the leaflets and calcification of the two other ones. As per surgeon, there was no invasion of host tissue into the prosthesis. The prosthesis was already well incorporated into the tissue of the heart. As per surgeon´s opinion, the valve should have had longer durability. The explanted valve was replaced with a 27mm 6900p mitral valve successfully. As reported, the patient passed away the same day of the procedure due to hypovolemic shock as a result from bleeding caused by atrioventricular rupture.

Manufacturer narrative:
H3: evaluation summary: customer reports of leaflet immobility and stenosis were confirmed through observed rolled leaflets from host tissue overgrowth. Report of calcification was confirmed through observed calcification. X-ray demonstrated wireform intact and minimal calcification on the free margins of leaflets 1 and 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspects. The free margins of leaflets 1 and 3 were rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Sutures remained attached to the sewing ring. Subvalvular apparatus was observed around leaflets 1 and 3 on the outflow aspect. Photo provided appeared consistent with lab findings. H10: additional manufacturer narrative: updated sections d10, f10 (patient code), h3, h6. H11: corrected data: updated section h10 (additional manufacturer narrative) host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, a definitive root cause for early calcification and pannus could not be conclusively determined. However, there are no indications of a manufacturing defect. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4). Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation. However, the calcification observed in this case was likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 25mm mitral pericardial valve was explanted after an implant duration of two (2) years and three (3) months due mitral stenosis with immobility of one of the leaflets and calcification of the two other ones. As per surgeon, there was no invasion of host tissue into the prosthesis. The prosthesis was already well incorporated into the tissue of the heart. The explanted valve was replaced with a 27mm 6900p mitral valve. As reported, the patient passed away the same day of the procedure due to hypovolemic shock. The patient also received a 30mm edwards ring in tricuspid position during initial replacement.